Event description:
We received over 17 reports for the same product: medline vanishpoint syringes and submitted many medwatch reports regarding the needle not retracting after injection which poses a safety risk to providers and patients. We have also received numerous reports where once needle connected to hub and inserted in patients arm, pressure cause the hub and needle to come apart, allowing blood to go everywhere. Has happened 3 times with the vanishpoint needle set. Manufacturer response: they issued replacements.